Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis the head would not interrogate and failed its uplink test. The cable was replaced. (B)(4).